Event description:
It was reported that this pacemaker has depleted from 6 years down to 3.5 years battery remaining as per current checked in a span of 10 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally which appeared that this depletion was an adjustment from power based projection to voltage based projection, blending was ongoing, longevity may continue to drop and this pacemaker was expected to meet overall longevity requirement. This pacemaker subsequently recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Additionally, this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring disabled (rmd). The cause of the rmd was unknown. Technical services (ts) indicated that device data is required to determine the cause, however device replacement was recommended if the patient is at risk of harm from safety core operation. This device was subsequently explanted and was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.